Event description:
This lead was returned with oos documentation from biotronik representative. Per the oos, this lead "performed well, however, it could not stay in place." The patient had "difficult anatomy." The lead was removed and the device was reprogrammed to a single chamber mode. The physician has no complaint against the lead. The patient is doing well.